Event description:
It was reported by a neurologist that her handheld device froze and did not interrogate her pt's generators. The neurologist troubleshot the device by performing a hard reset, unplugging the handheld from the wall, and replacing the programming wand's battery; however, the issue was not resolved. When she tried another programming system the interrogation was completed successfully. A new set of programming system were sent to the physician but the old handheld, wand, and flashcard were not returned for product analysis.